Event description:
It was reported that a user¿s freestyle libre 3 plus sensor remained in pairing mode after a new sensor was applied, and pairing initially failed but was resolved through troubleshooting by toggling the sensor off and on and rescanning. Symptoms included no physiological symptoms or adverse clinical effects. Outcomes included no alarms, no alerts, and no need for medical intervention or hospitalization. User support included remote troubleshooting and education. Investigation of this case revealed that the sensor pairing issue was transient and resolved with standard re-pairing steps, consistent with a communication or setup anomaly. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and routine setup recovery.